Event description:
It was reported that the tines were difficult to deploy. A leveen needle electrode was selected for use in a radio frequency ablation procedure of the liver. When the needle was inserter into the lesion, the tines did not fully expand. A different device, same model, was used to complete the procedure. There were no patient complications. It was further reported the patient was stable after treatment was completed.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by manufacturer: during product analysis, it was observed that there were no visual damages on the electrode and the tines, moreover, during functional evaluation, the device extended and retracted the tines without resistance. Therefore, the reported complaint related to "needle/tines difficult to extend" was not confirmed.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the tines were difficult to deploy. A leveen needle electrode was selected for use in a radio frequency ablation procedure of the liver. When the needle was inserter into the lesion, the tines did not fully expand. A different device, same model, was used to complete the procedure. There were no patient complications. It was further reported the patient was stable after treatment was completed.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the tines were difficult to deploy. A leveen needle electrode was selected for use in a radio frequency ablation procedure of the liver. When the needle was inserter into the lesion, the tines did not fully expand. A different device, same model, was used to complete the procedure. There were no patient complications.